Manufacturer narrative:
An arjohuntleigh investigator examined the device and found that the general condition was good and that the hoist functioned correctly. The manufacturer has determined the root cause of this event to be user error. The wheel chair has been placed at a 90 degree angle towards the lift and with one of the lift's legs placed between the wheelchair's front and back wheel. This makes it impossible to place the service user all the way back to the seat. Our internal test shows that with the product placed as described above, the patient will be hanging directly over the front edge of the wheelchair seat. It is therefore, our belief that it was necessary to push the patient to place him in a correct position on the wheelchair. This caused the lift to tip over. A correct docking should have been done from the front of the wheelchair, something which give the possibility to place the patient in the correct position on the chair before lowering. The proper seating procedure is described in the operating and product care instructions (opi) (B) (4). The manufacturer recommends the customer be trained against the proper seating procedure detailed in the opi.

Event description:
The facility reports the service user was hoisted from a toilet without any problem. He was positioned in the centre of the room and his wheelchair was placed at a right angle to the hoist in preparation for lowering. The front wheels of his wheelchair were placed over the leg of the hoist, therefore, the wheels of the chair effectively straddled the hoist right leg. The care staff lowered the service user, but before he became seated, the hoist tipped sideways, hitting the carer on the head. The other carer was forced to jump in ad exert an appreciable amount of pressure on the raised leg to correct the hoist. The carer sustained a strain during this maneuver to the back/neck area. Once the hoist's position was corrected, the user was lowered without physical injury. The hoist was removed from use, pending investigation. Carer 1 sustained strained neck muscles. Carer two got a severe bump on top of the head and sustained neck pains. (B) (4).